Event description:
Patient reported child having a birth defect (congenital anomaly or malformation), specified as "club foot & hemangioma." Follow up with the patient found that the physician did not know a cause for the hemangioma and the child's parent had two clubbed feet. Patient refused to provide child's physician information. No indication of treatment. Device remains implanted. This medwatch is for the left side. See MFR report # 9617229-2015-00234 for right side.

Manufacturer narrative:
(B)(4).